Manufacturer narrative:
Method: the actual device was not returned and the lot number is unknown. As the lot is unknown, a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. All information reasonably known as of 22-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2017-00092 for the second patient. Fill volume: 270 ml, flow rate: 5 ml/hr, procedure: chemotherapy, cathplace: unknown. It was reported that an elastomeric pump was connected to a patient on (B)(6) 2017 at 1414 hours, and it was discovered to be empty on (B)(6) 2017 at 0130 hours, which was 35 hours of infusion time. Additional information received via completed incident questionnaire stated that the patient was connected to a continuous IV infusion pump which was supposed to last 54 hours. The pump was returned to the oncology clinic by the patient after she stated she discovered the pump empty on (B)(6) 2017 at 0130 hours. There were no abnormal conditions associated with the pump's usage. The pump was reported to taped or attached to the patient's skin. A medwatch report mw5069037 was received on 11-may-2017, but contained no new information to report. No other information provided.